Event description:
A submarine plus pta balloon catheter was used to treat a lesion in the sfa of the right leg during the index procedure. A dissection occurred during the procedure. Patient was discharged the same day.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection).